Event description:
The customer reported that during a coronary artery bypass grafting procedure, the pencil activated on its own (self-activation). The patient was not injured. The procedure was completed with another pencil.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.